Event description:
An optometrist reported a pt who had damage to his iris during an intraocular lens (iol) exchange surgery. The initial iol was exchanged because the incorrect power had been selected. Per the optometrist, the iris was damaged as a result of the manipulation by the surgeon. As a result, the shape of the pt's pupil was altered, and is now shaped like a keyhole. The altered pupil shape is now causing the pt to experience some distortion with the replacement lens; however, this has not affected his activities of daily living. Additional information has been requested from the implanting surgeon.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. (B)(4).